Manufacturer narrative:
Ne (1) imp,tsv,4.1,10,mtx,mg ((B)(6)) was returned for investigation. Visual evaluation of the returned products identified signs of use with bone debris attached to external threads. Functional testing to recreate the reported event; verified that the mount would not disengage from the implant. Malfunction confirmed. A pre-existing condition was not noted on the per for. Bone density was noted as very good! The reported device was located on tooth # 28 (universal) and was implanted and explanted on the same day. X-ray & picture evaluation: the customer did not provide any images for the reported event. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 1251404. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 1251404 for similar events and 1 other relevant complaint(s) was identified, (B)(4). February post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, a device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Weight unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant was removed at tooth site #28. It was inserted into the carrier. Carrier became locked onto the implant.